Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy was done prior to the bravo procedure and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure. A repeat procedure was performed. The capsule was not retained to be returned. There was no patient harm.